Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video clip for the reported event was submitted for review. A review of instrument log, the device was not used on the reported event date of (B)(6)2022. The instrument was last used on (B)(6)2022on system sk2209 during a pancreatodenectomy procedure. The large needle driver (part#471006-12/k13220221 0471) has 0 uses remaining after last use. The instrument has max 15 lives. This complaint is being reported due to the following conclusion: it was alleged that the large needle driver instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, there was non-intuitive motion when using the large needle driver instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.